Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A medical review was performed by an isi medical officer and the following information was provided: the patient suffered from end stage renal disease (esrd) on dialysis underwent a da vinci-assisted laparoscopic cholecystectomy. According the information provided, the patients blood urea nitrogen (bun) was over 100 at the time of surgery. Significant dysfunction in acid-base homeostatis, fluid and electrolyte regulation, hormone production and secretion, and waste elimination can occur when the kidneys are not functioning properly. Altogether, these abnormalities can result in metabolic disturbances and ultimately conditions such are anemia, hypothyroidism, acidemia, hyperkalemia, and malnutrition. Additionally, the buildup of uremic toxins in the blood, as seen with elevated bun levels, may contribute to the development of coagulopathy as a result of reduced platelet adhesion to the vascular endothelial wall, increased platelet turnover, and a slightly reduced absolute number of platelets. A common finding in patients with esrd is bleeding diathesis which is the increased susceptibility to bleeding and hemorrhage. Electrolyte disturbances may result in the setting of both acute and chronic renal failure. Hyperkalemia, hypocalcemia, and hyperphosphatemia may occur. The buildup of uremic toxins may also contribute to uremic pericarditis, and pericardial effusions leading to abnormalities in cardiac function. In general, the prognosis for patients with uremia is poor. In the above case, the patient¿s issues related to blood loss due to ¿constant oozing¿ is related to the coagulopathy from the elevated blood urea nitrogen (bun). Based upon the information in the description of events, the patient, with esrd on hemodialysis and stage 3 cancer, underwent a da vinci-assisted cholecystectomy. Post operatively the patient experienced a ¿systemic inflammatory response¿ leading to atrial fibrillation, sepsis and ultimately death. The patient passed away on post operative day number 1. The surgeon of record does not feel that the da vinci system, instrumentation, and/or accessories caused or contributed to the patient's death. The surgeon of record¿s opinion is that the patient would have suffered the same post operative issues regardless of the surgical modality. Additionally, the surgeon of record does not feel that the ¿robot¿ had anything to due with the patient¿s outcome. However, the information in the description of events does not provide a clear reason as to why the patient experienced the ¿systemic inflammatory response¿ after the procedure. As a result, I can neither agree nor disagree with the surgeon¿s opinion that the da vinci system, instrumentation, and/or accessories did not lead to the patient¿s ¿systemic inflammatory response¿ and subsequent death. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: while the surgeon insisted that the da vinci surgical system, instruments, and accessories did not cause or contribute to the reported complications and the patient¿s subsequent expiration, there is insufficient evidence to definitively rule out the potential for the device to have caused or contributed to the reported complications and the patient's subsequent expiration. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that after undergoing a da vinci-assisted cholecystectomy procedure, the patient expired. The patient reportedly had stage 3 cancer and was on dialysis. An intuitive surgical, inc. (Isi) representative that was present during the surgical procedure provided the following additional information regarding the reported event: the procedure was recorded on video. The surgical procedure was completed robotically with no intra-operative complications. There were no malfunctions of a da vinci system, instrument, or accessory during the case. The patient expired during the following morning on post-operative day #1. The isi representative did not know if an autopsy has been performed. The isi representative did not know the cause of the patient's death. There have been no allegations from the surgeon or site that the da vinci surgical system caused or contributed to the patient's demise. Isi contacted the surgeon and obtained the following information regarding the reported event: the surgeon stated that he strongly feels that the da vinci surgical system had nothing to do with the patient's death. The surgeon explained that even if this patient had undergone traditional laparoscopic surgery or open surgery, the patient would have had the same outcome. The surgeon explained that the patient had an unspecified illness which led to acute renal failure. The patient had a bun over 100 and was not clotting normally. This pre-existing condition was known prior to surgery. During the da vinci-assisted surgical procedure, the patient was constantly oozing but the surgeon attributed the blood loss to the clotting issues and no issue with the da vinci surgical system. The case was completed robotically with no intra-operative complications. The surgeon stated that the da vinci surgical system actually allowed him to complete the procedure laparoscopically. He explained that if he had performed the procedure via traditional laparoscopic surgery, he would have likely needed to convert to open surgery. Post-operatively, the patient experienced a "systemic inflammatory response" that resulted with atrial fibrillation, possible sepsis, and code arrest. The surgeon stated that the "systemic inflammatory" response would have occurred regardless of the surgical modality. The surgeon reiterated that the robot had nothing to do with the patient's post-operative outcome and he felt confident having to defend this medical opinion.